Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was mentioned that the ipg may be overheating. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a 6 months ago prior to the date the manufacturer became aware. Block d2b: pro code (product code) qrb.